Event description:
It was reported that an employee splashed cidex opa in eye. The employee was not wearing safety glasses at the time of the incident. The employee rinsed the affected eye with saline for 5 minutes following the incident and reported to a physician the following day. No medications or treatment were given. The employee reports no pain or discomfort one week after the incident.